Event description:
Related manufacturer reference number: 2017865-2022-09239. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of capture on the right ventricular (rv) lead. Device interrogation revealed loss of capture on the rv lead and a hematoma on the implantable cardioverter defibrillator (ICD). The physician elected to explant the rv lead and the ICD. The patient condition was stable.